Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012304922 was returned and analyzed. The returned device matched the reported complaint product identification. Visual inspection showed the catheter was received without the guidewire threaded through it, and no guidewire was received. The guidewire lumen was retracted. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The guidewire insertion test showed the pv-tracker test guidewire was inserted and threaded along the guidewire lumen of the catheter without obstruction. The guidewire was extended beyond the tip and retracted without any issues. Mechanical verification of the steering and slide mechanisms showed the slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding stroke was limited to a half of the total slide. The guidewire lumen was fully extended when manually pulled from the tip. The slide control was used to fully retract back the guidewire lumen. Resistance and stiffness occurred in every attempt to extend the guidewire lumen using the slide control. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and the dual lumen. The difficulty extending the guidewire lumen was captured through x-ray imaging as entangled wires. The guidewire lumen appears under x-ray to be damaged at the vicinity of the distal end of the hypotube. The braided wires appeared bent. The electrode wires appear entangled inside the shaft. Catheter identification test showed data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the pulseselect generator via a catheter interface cable, and therapy deliveries failed due to persistent error 2000 (catheter electrical current error). Hipot verification of the integrity of the electrode wire insulation and the testing for electrical continuity failed due to the catheter electrical current exceeding the metering range of the test and the arc-sensing threshold, indicating a potential severe insulation breakdown. Dissection and optical inspection was performed. Dissection of the catheter confirmed entangled, kinked, and broken electrode wires and damaged insulation of electrode wires within the shaft. The electrode wire for electrode 3 and 6 were found broken within the shaft. The cause of the breakage remains undetermined. Additionally, the guidewire lumen was confirmed to have a breach, and damage was observed on the secondary jacket. The tear on the outer (secondary) jacket likely resulted from the guidewire lumen sliding along the hypotube. The guidewire lumen was not secured with adhesive at the distal end of the hypotube, which allowed it to slide due to elastic compression within the hypotube when encountering obstacles during sliding knob actuation. Entangled wires may have caused the guidewire lumen to bend when the sliding knob is pushed forward. Applying excessive force to an obstructed guidewire lumen could have led to misalignment within the hypotube. In combination with the lack of adhesive, this misalignment may have resulted in one-sided abrasion of the outer jacket by the hypotube edge. Examination of the guidewire lumen portion within the hypotube showed traces of adhesive. In conclusion, the loop catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slide button was suddenly unable to be advanced during preparations. The wire was withdrawn and did not appear bent. An additional attempt was made to advance the slide button without success. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.